Event description:
The customer states that one patient sample generated a false positive axsym rubella igg assay result. The sample had initially generated a negative result of 3.4 iu/ml that retested at 37.8 iu/ml (positive). The sample eventually confirmed negative. The customer is requesting a service call. No suspect results were reported out of the lab with no reported impact to patient management.

Manufacturer narrative:
(B)(4). Axsym rubella g ln: 3b23-20 lot#: 78990m100 expires: 04/06/2010. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.